Event description:
It was reported that the device was deactivated for the patient's open heart surgery. Upon interrogation, an alert for high impedance was observed. All other measurements were acceptable. The decision was made to leave in place the lead and scheduled the patient for monthly follow-ups. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).